Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) due to eroded vaginal sling.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urgency, infection, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2014 by (B)(6) due to eroded sling at (B)(6) general hospital. It was reported that patient underwent mesh removal on (B)(6) 2007 by (B)(6) due to erosion at (B)(6) general hospital.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with vaginal hysterectomy.